Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator experienced loss of communication between the breath delivery (bd) to graphic user interface (gui). There was no pt involvement.